Event description:
It was reported via phone call, that 911 was called customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 23 mg/dl. The customer was unconscious when emergency medical services arrived. The customer was removed from the insulin pump by her doctor and was told to revert to the back up plan. Customer was treated with glucose, orange juice, cheese and crackers. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.